Manufacturer narrative:
(B)(4). No sample was available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
The head nurse reported that a patient had an issue with a transfer set. The patient noticed the transfer set leaking around the thread, and an exchange of the transfer set was necessary due to slow leakage. The issue was related to loss of tightness. This case occurred on (B)(6) 2009 and the transfer set had been used since (B)(6) 2009. The patient had been on peritoneal dialysis for a while. There was no patient injury reported.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and a sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.